Manufacturer narrative:
Photo analysis: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Breast pain: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required as no manufacturing issues are observed. Additional, changed, and/or corrected data: h6

Event description:
Healthcare professional reported a left side rupture and later reported "an employee of the clinic contacted us to inform us that one of their patients had a prosthesis inserted but it ruptured and required surgery to remove it, as the implant had fallen apart" and later "pain in left breast for about 90 days". Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, a4, a6.

Event description:
Healthcare professional reported a left side rupture and later reported "an employee of the clinic contacted us to inform us that one of their patients had a prosthesis inserted but it ruptured and required surgery to remove it, as the implant had fallen apart" and later "pain in left breast for about 90 days". Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d6a.

Event description:
Healthcare professional reported a left side rupture and later reported "an employee of the clinic contacted us to inform us that one of their patients had a prosthesis inserted but it ruptured and required surgery to remove it, as the implant had fallen apart" and later "pain in left breast for about 90 days". Device has been explanted.

Event description:
Healthcare professional reported, a left side rupture. And later reported, "an employee of the clinic, contacted us to inform us that one of their patients had a prosthesis inserted. But, it ruptured and required surgery to remove it. As the implant had fallen apart". And later, "pain in left breast for about 90 days". Device has been explanted.

Manufacturer narrative:
Continued e1.: (phone number): (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture.